Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Reported to FDA on july 18, 2014. Third party MFR: (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's., complaint handling and CAPA procedures.

Event description:
It is reported that the balloon was expelled from the rectum on two occasions resulting in no harm to pt. The 1st incidence of expulsion was on the (B)(6) 2014, but there was only 20cc of water in the balloon. The device was reinserted on (B)(6) 2014, and the balloon was expelled again with a fully inflated balloon (40cc). It is further reported that there were no repercussions (ie., bleeding or any problems) associated with the insertion and expulsion.